Manufacturer narrative:
During an initial inspection of the returned device, the wolf hysteroscope adapter was observed to have no damage or imperfections. The investigation performed by nexcore revealed that the locking ring (wolf collar adapter) appears worn and the internal o-ring appears intact under microscopic inspections. The adapter passed the final inspection, which included both proper mechanical fit (adapter security) and leakage testing, without incident. Although analysis the returned device revealed that the locking ring is worn there is neither evidence of leaking nor that the adapter would not lock, thus, the most probable root cause is not confirmed.

Event description:
It was reported to boston scientific corporation that a wolf hysteroscope adapter was used in an endometrial ablation procedure on (B)(6) 2014 on a female patient. Patient identifier, date of birth and weight are unavailable. According to the complainant, during seal integrity phase of the procedure, room temperature saline leaked from the scope adapter and a fluid loss alarm was displayed. It was noted that the scope adapter did not fit properly into the sheath. The connection between the scope adapter and sheath was then wrapped with gauze and the procedure was successfully completed with this device, without further leaking. The patient was reported to be fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a wolf hysteroscope adapter was used in an endometrial ablation procedure on (B)(6) 2014 on a female patient. Patient identifier, date of birth and weight are unavailable. According to the complainant, during seal integrity phase of the procedure, room temperature saline leaked from the scope adapter and a fluid loss alarm was displayed. It was noted that the scope adapter did not fit properly into the sheath. The connection between the scope adapter and sheath was then wrapped with gauze and the procedure was successfully completed with this device, without further leaking. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.